Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements. The presenting electrogram showed no noise and there were no events stored in the arrhythmia logbook. A boston scientific crm technical services consultant recommended bringing the patient in for further troubleshooting. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional information received indicated that the rv lead was explanted and successfully replaced. There were also reports of a high shocking lead impedance with isometrics prior to explant. The device remains in service. No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Subsequently four months later this device was explanted due to a patient infection. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.